Event description:
On (B)(6) 2024, a customer reported via email, a signal loss issue with the adc device. The customer was unable to receive glucose alarms and therefore not made aware of changing glucose levels. The customer was contacted and reported that they experienced dizziness and reportedly a seizure. The customer indicated self-treating with "three bags" of magnesium and it was also reported that customer was treated with food; however, it is unknown if customer was capable of self-treating. On (B)(6)2024, abbott diabetes care received a bfarm user declaration (bfarm reference (B)(4)) in which the same adverse event was reported by a caregiver. Adc customer service contacted the customer again, and it was additionally reported that due to the signal loss alarm issue, the customer experienced hypoglycemia with dizziness, weakness, and cramps. There was no report of seizure experienced during this contact. It was reported that the customer¿s children, who are healthcare professionals, obtained the customer¿s blood glucose via capillary test and the customer was treated with glucose via IV. There was no report of death or permanent impairment associated with this issue.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Reader (B)(6)has been returned and investigated. Visual inspection was performed on the returned reader and no issue were observed. The audio and vibration function was tested with approved software. Both audio and vibration functions worked properly. The isf (interstitial fluid) data was downloaded using approved software and tested the data. All results were within the limits. Signal loss alarms were not observed when the rssi (received signal strength indicator) signal was low or not present. Ble (bluetooth low energy) functionality test was also performed by pairing with known good sensor and found that 5 ble packets were successfully received after few minutes. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On 22 apr 2024, a customer reported via email, a signal loss issue with the adc device. The customer was unable to receive glucose alarms and therefore not made aware of changing glucose levels. The customer was contacted and reported that they experienced dizziness and reportedly a seizure. The customer indicated self-treating with "three bags" of magnesium and it was also reported that customer was treated with food; however, it is unknown if customer was capable of self-treating. On 24 apr 2024, abbott diabetes care received a bfarm user declaration (bfarm reference (B)(4)) in which the same adverse event was reported by a caregiver. Adc customer service contacted the customer again, and it was additionally reported that due to the signal loss alarm issue, the customer experienced hypoglycemia with dizziness, weakness, and cramps. There was no report of seizure experienced during this contact. It was reported that the customer¿s children, who are healthcare professionals, obtained the customer¿s blood glucose via capillary test and the customer was treated with glucose via IV. There was no report of death or permanent impairment associated with this issue.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.